Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported when they turned the patient programmer (pp) on to use it, the screen showed an 866 code. The consumer ¿fiddled¿ around with the pp which cleared the code, but they were still feeling stimulation when therapy was off. It was recommended the consumer follow-up with their healthcare provider (hcp) regarding the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that there was an error code on the patient programmer, error code 866. The patient was not seeing an error message during the call and was able to see the therapy screen. Patient programmer sometimes displayed that stimulation is on but the patient feels like it's on. The patient reports that they are having trouble using the programmer with the antenna attached, and had a poor communication screen during the call, which was resolved during the call by repositioning the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.